Event description:
The week prior to the event, the customer reports occasionally receiving error 7 on test strip insertion. On the date of the event, the ibgstar meter read 1.7 mmol/l. The customer did not feel hypoglycemic, but drank some juice. Blood-sugar was measured again and the ibgstar read 20 mmol/l. A third measurement was taken, which read 2.9 mmol/l. The customer felt neither hypoglycemic nor hyperglycemic.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The reported meter serial number is not valid so no meter DHR was referenced. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's manual was carefully reviewed. There is no indication the event occurred due to poor labeling. An analysis of field returns regarding ibgstar meters and similar complaints shows no accuracy issues attributed to meter malfunction have been confirmed. The timing of the three measurements are not given. Based on the limited information provided, the root cause of the incident cannot be determined. This complaint will be trended.